Manufacturer narrative:
Received several opened and unopened samples. Visual evaluation found all samples met specs. No signs of dust or micro particles were observed. Record review for lots 610006m, 612879m, 587723m, and their component lots found all met specs on release.

Event description:
Reporter noted micro particles in wound following use of knife. Particles appear inert; no further surgical intervention required.